Event description:
It was reported the epg (external pulse generator) was intermittently shutting itself off. The unit has been tested several times over the past month, with no problems, and returned back to site. This time, while in the middle of doing a test protocol, the epg shut off during the rap (rapid atrial pacing) test. After turning the epg back on, the test was completed and all values were found to be within limits. The epg has not been returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).